Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred multiple times. The customer's blood glucose level was 200 (mg/dl). The customer delivered a bolus using the pump. It was indicated the customer will continue using the pump until the replacement has arrived.